Event description:
Customer states, leak coming from instrument, onto the table and dripped onto the floor. She states, the leak may have started last night, but night shift thought it was a clogged drain. Customer has contained the leak and it is no longer in a walkway. She states, no one has fallen or been injured due to the water leak. No discrepant or erroneous pt results were generated during this issue.

Manufacturer narrative:
The field service rep determined fluidics failure was the cause. He replaced the o-ring on the cap of the water supply bottle. Instrument checks and quality control were performed, which were within specification.